Event description:
On 04-15-97, pt underwent placement of a triple lumen subclavian catheter for treatment of acute myelogenous leukemia. She was discharged 05/14/97 to continue treatment on an outpatient basis. She was readmitted 07/15/97 with a thrombosis extending from the left subclavian where the catheter entered the vein, to the right atrium. Urokinase therapy was initiated. The following day the pt developed a pulmonary embolus, and subsequently expired.